Manufacturer narrative:
Device lot number, or serial number reported incorrectly on previous report. Corrected device serial number now provided. Device manufacturing date now provided.

Event description:
A medtronic representative reported that while in a t-6 to t-10 fusion spine procedure, after transferring a spin from an orbic iso-c, the surgeon alleged a 5 millimeter inaccuracy in the superior direction. This was noted when the surgeon was checking the spinus process. Accuracy was good in the medial and lateral directions. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the frame was placed against the end of the incision. When they retracted the skin open, the incision pulled and moved the frame. The frame was placed further away from the incision for the next case and no inaccuracies were seen. The software investigation found that the reported event was unrelated to a software issue. The cause of the reported event was that the frame to patient relationship changed which may have invalidated the registration. The software functioned as designed.

Manufacturer narrative:
Patient age not made available from the site. Device manufacturing date is unavailable. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.